Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with mild calcification and moderate tortuosity. The 3.5 x 23 mm xience skypoint stent delivery system (sds) was attempted to be used advanced to the target lesion; however, the sds failed to advance due to the anatomy and the stent became dislodged from the delivery system balloon. The delivery system balloon was able to be pushed back into the stent and slightly inflated to remove the dislodged stent from the patient. The procedure was continued with another xience skypoint stent. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.